Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt claimed that on several occasions, the pump became warm to touch. The pump reportedly does not have any physical damage. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.